Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Device was received in with a worn switch label and line cord. The enclosure was cracked underneath the old style drain fitting. Visual and functional inspection was able to confirm and replicate the reported event. During testing, water leaked from the visible crack underneath the drain fitting. Due to the age of the device, it was scrapped. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device was leaking from a crack in the case. There was no additional information available.